Manufacturer narrative:
The device was returned for further evaluation. Upon receipt, bench testing was performed and determined that the AED was unable to initiate a shock, displaying the message: "unplug pads" additional investigation identified the root cause as a failed low voltage u24 component. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.